Event description:
A prowler select plus microcatheter and enterprise stent were navigated into the vertebral artery for placement of an enterprise stent in pca artery. The stent got stuck in the prowler microcatheter and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed and used a new prowler select plus and enterprise stent with success.

Manufacturer narrative:
During a embolization procedure, a prowler select plus microcatheter and enterprise stent (both catalog and lot numbers were unknown) were navigated into the vertebral artery for placement of the enterprise stent in the (pca) posterior cerebral artery, but the stent got stuck in the prowler microcatheter distal end and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed and used a new prowler select plus and enterprise stent with success. The microcatheter was never at an acute angle, and a jailed technique was not used. There was friction in the system once the stent was approximately halfway up the catheter. The friction worsened the further the stent was advanced. During the procedure, a continuous heparinized saline was being infused through the prowler select plus microcatheter. The catheter was not reshaped, and no balloon remodeling was used. The vessel was a tortuous vessel, and the vessel distal to the aneurysm was 2.5-3 mm, and proximally to the aneurysm the vessel was 3.5mm. The aneurysm was a partially thrombosed aneurysm measuring approximately 3mm. Original aneurysm measured approximately 7mm, the neck of the aneurysm was poorly defined due to delayed filling of the aneurysm. It was approximately 2-3mm. The admitting diagnosis was a hunt-hess grade 4 sah. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433. The product was returned for evaluation and testing, but it has not been completed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during use an unknown prowler microcatheter was obstructed and an unknown enterprise was impeded. During a embolization procedure, a prowler select plus microcatheter and enterprise stent (both catalog and lot numbers were unknown) were navigated into the vertebral artery for placement of the enterprise stent in the (pca) posterior cerebral artery, but the stent got stuck in the prowler microcatheter's distal end and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed together and a new prowler select plus and enterprise stent were used with success. The microcatheter was never at an acute angle, and a jailed technique was not used. There was friction in the system once the stent was approximately halfway up the catheter. The friction worsened the further the stent was advanced. During the procedure, a continuous heparinized saline was being infused through the prowler select plus microcatheter. The catheter was not reshaped, and no balloon remodeling was used. The vessel was a tortuous vessel, and the vessel distal to the aneurysm was 2.5-3 mm, and proximally to the aneurysm the vessel was 3.5mm. The aneurysm was a partially thrombosed aneurysm measuring approximately 3mm. Original aneurysm measured approximately 7mm, the neck of the aneurysm was poorly defined due to delayed filling of the aneurysm. It was approximately 2-3mm. The admitting diagnosis was a hunt-hess grade 4 sah. There was no report of injury for the patient. One non-sterile prowler select plus was received coiled in a plastic bag, the bag also contained an enterpriser (catheter involved in complaint); the enterprise was inserted in the microcatheter. The microcatheter was found flattened at the distal end (see attachment 1-engnup); no other anomalies were noted. Functional test could not be performed; microcatheter could not be flushed and the enterprise could not advance through because the stent was stuck in the flattened section of the distal end. The ID from the microcatheter was measured and was found within specification. DHR could not be performed due to lot number was not provided. The failure reported by the customer as 'catheter (body/shaft) obstructed' was confirmed, during analysis it was noted that microcatheter was obstructed with an enterprise, obstruction was due to flattened section on distal end; the cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors may have contributed with the reported condition. No corrective action will be taken at this time. The complaints of obstructed and impeded were confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed events. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433.

Manufacturer narrative:
Please note: the catalog code (prowler select plus) represents an unknown prowler select plus. The catalog and lot number for the actual product used in the patient is unknown and will be available upon receipt of information. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.